Manufacturer narrative:
B5 describe event or problem: updated with additional information received. D6b: explant date added. H6: impact code added.

Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45 day follow up, transesophageal echocardiography (tee) showed that the closure device had shifted proximal. The device was noted to be under compressed and tilted with >1/2 shoulder present. Flow through the fabric cap was noted, however the exact size of the leak was not known/measured. There is no intervention planned at this time. The patient will continue on blood thinner medication. There were no patient complications. It was further reported that on (B)(6) 2026 the 35mm closure device was successfully removed and a new 31mm closure device was implanted.

Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 35 mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45 day follow up, transesophageal echocardiography (tee) showed that the closure device had shifted proximal. The device was noted to be under compressed and tilted with >1/2 shoulder present. Flow through the fabric cap was noted, however the exact size of the leak was not known/measured. There is no intervention planned at this time. The patient will continue on blood thinner medication. There were no patient complications.